Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating while the pump was charging. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The pump's battery was also observed to be depleting quickly resulting in the pump shutting off. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.